Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection:the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 7mm x 4cm balloon. No anomalies were observed to the device. A kink was noted 12.7cm from the distal tip. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kinks. No kinks were reported by the user. No other anomalies were noted along the length of the catheter. Functional/performance evaluation:the guidewire patency was tested using an in-house 0.035¿ guidewire and the patency passed without issue. With the guidewire in place, an attempt was then made to insert the device into an in-house 6r terumo introducer sheath. The balloon was able to fully advance through the introducer sheath without issue. The balloon was then inflated and deflated without issue. The balloon was then retracted from the in-house introducer sheath without issue. This test was repeated twice more with the same results. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion:the device was returned. The investigation is unconfirmed for retraction issues, as the device was able to be advanced and retracted through an in-house 6fr introducer sheath without issue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event labeling review: the current IFU (instructions for use) states: precautions:if resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the dorado pta dilatation catheter:while maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle clockwise motion may be used to help facilitate catheter removal through the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure, a pta balloon catheter was retracted with difficulty through the sheath. The health care provider reported no further treatment was indicated. There was no reported consequence or impact to the patient.